Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, the patient returned for a follow-up on (B)(6) 2022 complaining of severe pain. Radiographic images taken during the follow-up confirmed a stress fracture of the second metatarsal. The k- wire is provided to customers within a sterile kit (sk30) and marked single use. The UDI referenced is for the sterile kit, sk30, that the product is distributed within. The device was not returned for evaluation as it currently remains implanted. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Additional information indicates the surgeon believes the insertion site of a k-wire from the initial surgery may have been a contributing factor since it was near the fracture. However, review of the provided radiographic evidence was inconclusive as to a likely cause. The surgeon is monitoring the patient and no additional treatment plans have been made at this time. There were no deficiencies malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Although a number of factors could have resulted in what was reported, subjecting the bone to excess bending stresses and/or the patient's bone condition/quality could possibly contribute to a fracture in the bone. No failure has been alleged/found with any tmc device and all hardware currently remains implanted in the patient. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, the patient returned for a follow-up on (B)(6) 2022 complaining of severe pain. Radiographic images taken during the follow-up confirmed a stress fracture of the second metatarsal. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.